Event description:
It was reported that the patient had pain at the pocket, and there was suspicion that the device had dislocated. The device was repositioned successfully. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.